Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 802 mcg/ml via an implantable pump for intractable spasticity. It was reported that they were performing a (B)(6) study due to volume discrepancies. No further information was known as they were in the operating room. It was later reported that there excess residual volume at the last three refills the actual amounts could not be confirmed as the hcp did not have that information in front of him. It was clarified that the patient was in the operating room for the dye study. The cause of the volume discrepancy was not determined. The dye study showed good catheter flow and the (B)(6) study showed the pump working correctly. There was no evidence of extravasation or kinking of the catheter. After the roller dye study was performed, the hcp refilled the pump and after removing the old medication, the discrepancy was only 1.7 ml. It was noted this was "well within the margin of error and contrast to the last several times." No further issues were reported or anticipated.